Event description:
Our rep. Is reporting that during an arthroscopic meniscal repair using the omnispan system for fastening, the silicone retention tubing of one of the inserter needles (part # 228142 / lot # 3624497) came off of the needle and fell into the joint space. The rep, who was in attendance, states that the silicone tubing bunched up on the needle and then fell off, which is indicative of over penetration in any event, the tubing was easily retrieved from the joint space and the procedure was concluded successfully without further issue or harm to the patient. Nothing being returned.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; outside of the consideration that the surgeon may have over penetrated the inserter needle while attempting to deploy the fastener, we cannot discern any other root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.